Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the deployment of a 6f exoseal vascular closure device (vcd) failed during attempted closure of the left brachial artery access site and a pseudoaneurysm occurred. Manual compression was performed until the pseudoaneurysm resolved. Ultrasound localization was used to guide compression, and on recheck the pseudoaneurysm had disappeared, the patient's condition improved, and the patient was discharged. There were no alternative closure devices available at the time of the procedure. No difficulties, resistance, or sheath issues were encountered during use of the device. Pulsatile flow was observed appropriately, and the device and cordis 6f avanti sheath were retracted together until the indicator window turned solid black, after which the deployment button was fully pressed. The plug remained within the shaft, and the device was not deployed outside the patient. The patient had undergone endovascular repair with an aortic covered stent and a subclavian covered stent under local anesthesia. The operator was trained and had over four years of experience with the device. The exoseal vcd was stored and prepared per instructions for use (IFU), and the procedure was performed using an antegrade approach. No device or package damage was observed. The vessel diameter was confirmed to be at least 5 mm, and there was no calcium, plaque, stent, significant stenosis, or pre-existing access-site complication noted. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18436370 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿vascular closure device (vcd) deployment difficulty unable¿, and ¿pseudoaneurysm¿ could not be observed as the device was not returned for evaluation and due to the nature of the complaint. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Additionally, it was reported that the device was used in the brachial artery. The exoseal¿ vascular closure device is indicated for femoral artery puncture site closure and the safety and effectiveness of the device has not been established in patients with arteriotomies in vessels with diameters < 5 mm. The precautions section in the instructions for use (IFU) indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. The IFU states ¿with antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size or extraluminal device position may be limited¿. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ a pseudoaneurysm/bleeding event is a common procedural complication and is listed in the product¿s instructions for uses (IFU) as such. A pseudoaneurysm is a type of pulsating "bubble" on the artery due to a penetrating injury. As blood slowly oozes into the adipose tissue from a puncture hole that doesn¿t heal, the hematoma solidifies into a jelly-like consistency (which is clotted blood), and there can be persistent flow of blood from the artery into the hematoma cavity. This pouch or sac coming off the artery looks like an aneurysm. It is called a ¿pseudoaneurysm,¿ or ¿false aneurysm¿ because the lining of this sac is not made up of the normal layers of the artery wall but is rather just a fibrous lining that forms around the hematoma. Like any aneurysm, a pseudoaneurysm can rupture and cause bleeding, which can require prolonged manual compression, blood transfusion, or surgical intervention. Neither the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the deployment of a 6f exoseal vascular closure device (vcd) failed during attempted closure of the left brachial artery access site and a pseudoaneurysm occurred. Manual compression was performed until the pseudoaneurysm resolved. Ultrasound localization was used to guide compression, and on recheck the pseudoaneurysm had disappeared, the patient's condition improved, and the patient was discharged. There were no alternative closure devices available at the time of the procedure. No difficulties, resistance, or sheath issues were encountered during use of the device. Pulsatile flow was observed appropriately, and the device and cordis 6f avanti sheath were retracted together until the indicator window turned solid black, after which the deployment button was fully pressed. The plug remained within the shaft, and the device was not deployed outside the patient. The patient had undergone endovascular repair with an aortic covered stent and a subclavian covered stent under local anesthesia. The operator was trained and had over four years of experience with the device. The exoseal vcd was stored and prepared per instructions for use (IFU), and the procedure was performed using an antegrade approach. No device or package damage was observed. The vessel diameter was confirmed to be at least 5 mm, and there was no calcium, plaque, stent, significant stenosis, or pre-existing access-site complication noted. The event was reported as a serious injury adverse event to the china nmpa. The device will not be returned.